Event description:
It was reported that on (B)(6) 2002 the patient underwent an anterior cervical discectomy and allograft fusion of c5-c6 with plating of c5 to c6-c7. It was reported that on (B)(6) 2003 the patient underwent a posterior cervical fusion with c5 to c6 and the removal of anterior cervical plate. It was reported that as a result of this surgery the patient suffers from chronic pain syndrome, neck pain, bulging discs, obstruction of airway, and narcotic dependence.

Event description:
It was reported that the patient underwent a posterior cervical fusion with c5 to c6 and the removal of anterior cervical plate. Reportedly, rhbmp-2/acs was used in this surgery. The patient later returned home, but her pain and difficulties did not subside. Patient now suffers from severe injuries and damages including chronic pain syndrome, neck pain, herniated bulging discs, bulging discs, obstruction of airway, and narcotic dependence from prescribed painkillers.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.